Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. The customer¿s blood glucose was 127 mg/dl. As the pump was still functional, the customer would continue to use the pump for insulin therapy but confirmed that an alternate method of insulin delivery was available.